Event description:
The physician used a wilson-cook percutaneous endoscopic gastrostomy set during a feeding tube placement procedure. The patient's preexisting condition was reported to be a closed head trauma. The peg tube was endoscopically visualized to be in the proper position at the time of placement. Approximately 3 weeks after the initial placement of the peg tube, the patient was transported to a second facility for rehabilitation. 2 to 3 days after arriving at the rehabilitation facility, the pt reportedly died from cardiac pulmonary arrest. The autopsy report indicated that at some point, the peg tube had dislodged and 1400 ml of fluid was discovered between the patient's stomach and peritoneal wall, causing peritonitis. The autopsy report also indicated that the serious head injury was listed as a significant contributing condition to the patient's death.